Event description:
It was reported that a Dexcom G7 sensor experienced intermittent communication failure resulting in signal loss to the iLet, and the user re-paired the sensor by toggling settings and reentering the pairing code. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the event was consistent with intermittent Bluetooth communication loss between the CGM and the iLet without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interference or environmental factors affecting Bluetooth communication.